Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some diagnostic issues and some episodes of automatic mode switch noted on the device. Technical support recommended reprogramming' however, no intervention was performed to resolve the event at this time. The patient was in stable condition.